Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the fuse was blown in mains cabinet. The fse replaced the fuse. After replacement, the system was returned to use in good working order.